Event description:
It was reported that the mx750 did not alarm clearly or appropriately enough to induce a response from their staff when the patient spontaneously went into a vf ECG rhythm. The device was reported to be in use on a patient, the patient experienced vfib and required resuscitation, which is captured in MFR (B)(4).

Manufacturer narrative:
Reporting institution phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips field service engineer (fse) went to the customer site. The fse collected screen capture from the mx750 configuration and collected the audit and alarm logs from the central station and the vital sign report/strip. The fse stated that the configuration of mx750 changed on (B)(6) 2021 with the customer present. Changes were made to turn off specific arrhythmia alarms and to turn audible and visual latching off at the mx750. These changes were made in an attempt to reduce alarm fatigue. The configuration sign off form was completed by the customer. In addition, the fse stated for the reported event there was no failure to alarm. The audit logs clearly state that alarms were generated repeatedly at the time of the event. The responsible product support engineer (pse) reviewed the available alarm log files from the intellivue information center (piic ix) and stated the following: - the system (monitor and pic ix) correctly alerted the situation on (B)(6) 2021 at 12:44. However, the provided alarm strip refers to the **rr alarm at the same time. - at 12:47 p.m. The ***vent fib became a ***vtach, which is repeated several times. - the customers allegation that the device did not alarm clearly or appropriately enough is due to the fact that the alarm configuration of the mx750 is a very quiet setting (factory default for alarm low is "4" and autoincreas vol "2 steps"). However, the monitor is configured to "1" or "2" and "off". - the customers allegation that the system only alarms briefly is due to the fact that the visual and audible latching are off. - in summary, the assessment of the pse is that the configuration should be reconsidered and/or user training is indicated in order to explain the alarm behavior. - if vis/aud latching off is configured and there are repeated alarm situations like in the vtach example, this can be confusing. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found. No further investigation or action is warranted at this time.